Event description:
The customer alleged that ventilator's volumes were fluctuating. The mallinckrodt customer support engineer (cse) verified the reported problem, inspected the device and found that the ventilator's inlet filter, cylinder assembly and pt connector was mostly occluded with debris. The cse cleaned the intake filter, pt connector screen, and cylinder assembly. Cse then performed a level 1 preventive maintenance which included the cup seal. The bdc sensor was also found out of spec due to the ventilator being obviously dropped. The unit passed extended self testing. No pt harm was verified. This report is not an admission by mallinkcrodt that this device caused or contributed to the event alleged in this report.